Manufacturer narrative:
(B)(4). The insulin pump was received with no cracks on battery compartment and no melting area of reservoir compartment. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked retainer (loose) and partially broken off reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the ring at the reservoir connection was broken. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.